Manufacturer narrative:
Follow-up # 3 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The test strips involved with this complaint have been further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The vial was found to have been exposed to moisture. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue first began on "(B)(6) 2016 sometime after 12 pm". No results were provided for this date. The patient manages his diabetes with insulin pump therapy and it is unclear what action the patient took after the start of the alleged product issue. He reported that on "(B)(6) 2016, 1am" he developed symptoms of "unconscious, sweaty and unresponsive". The patient obtained an alleged inaccurate blood glucose result of "149mg/dl" on the subject meter, compared to "20mg/dl", on another device (ems meter), performed less than 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient detailed that on "(B)(6) 2016, after 1am" he required health care professional treatment of IV glucose from emergency medical services (ems). At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, testing steps were correct and an approved sample site was used to obtain the result. The test strip vial was neither cracked nor broken and the test strips were stored correctly and not expired. The patient did not have control solution to test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient's condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.